Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure observed during analysis. Final analysis found clavicular crush at 28.7 cm to 29.3 cm from the connector pin, which caused the outer coil to be damaged with one filar fractured. Shorting was also found when manipulating the clavicle crush region.